Manufacturer narrative:
9/5/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a pneumonectomy procedure, the component disengaged into the cavity. The surgeon retrieved the component without incident. Another device was used to complete the procedure.